Event description:
It was reported that noise was observed on the atrial lead. The noise could not be reproduced. Device sensitivity would be reprogrammed. The patient was asymptomatic and would be monitored.